Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2016-02674. It was reported the patient experienced a painful feeling in her back with the scs stimulation on. An x-ray was taken. Lead diagnostics indicated multiple low impedances and one high impedance. Follow up information identified the patient underwent surgical intervention where the 2 model 3186 leads were removed and replaced with one model 3228 lead. The patient is receiving effective stimulation and issue has been resolved.